Event description:
After 19-months of implantation, this ICD was explanted because of a decline in the battery voltage. It was also reported that during a follow-up integrrogation, a message occurred stating, "abnormally high current consumption found now. ICD replacement recommended. Therefore the device was explanted in 2005.